Event description:
It was reported that the pt has expired approximately after implant duration of 0.8 months, due to unk reason, it is unk if the death was device related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.